Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ es server, user mentioned that patient not crossed over pyxis. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the patient still did not cross over. A technical support specialist (tss) dialed into the carefusion coordination engine (cce) and application server to investigate the issue. It was found that the cce had an uptime of 651 days, and the cce-service had stopped, despite being set to auto delayed start. This incident occurred outside the retention period and was likely caused by a memory issue due to the extended uptime. The tss confirmed that a reboot of the cce had been completed earlier, and all services were successfully restored. The system functioned as intended after the technical support specialist troubleshot the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ es server, user mentioned that patient not crossed over pyxis. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.